Event description:
It was reported that the patient was experiencing intermittent stimulation and out of range electrode impedances. It was noted that the patient "had several leads go bad over the years". It was further noted that the device was explanted on (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, lot# v369391023, serial# implanted: explanted: product type lead. Product ID 3708240, lot# serial# (B)(4), implanted: explanted: product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37712, serial#: (B)(4)) found no anomaly. Good, stable output was measured on all electrode pairs. Analysis of the extension (model#: 37082-40, serial#: (B)(4)) found no significant anomaly. The extension was returned cut through, in three segments. No shorts were detected on all circuits of the three segments. Analysis of the lead (model#: 3778-60, serial#: (B)(4)) found circuits #0, 2, and 5 to be broken, 2.9 centimeters from the proximal end of the lead. The circuit conductors appeared to be crushed and were open. Continuity was acceptable on circuits #1, 3, 4, 6, and 7 conductors.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.